Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was noted to be lifted. The device was removed and the procedure was completed with a different device. No patient complications nor injuries reported.